Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise, oversensing and loss of capture which resulted in two seconds of pacing inhibition on the right ventricular (rv) channel. Reprogramming was performed which resolved the issues. No additional adverse patient effects were reported.